Event description:
(B)(4). I've been in constant pain from my lower back all the way down to my toes. I've have a constant metal taste in my mouth. I'm bloated to the point of looking 5/6 months pregnant. I've irregular periods. I've discovered I have a nickel allergy. My vision is drastically worse.